Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is shattered at the reservoir compartment and is held together with tape. The customer's blood glucose reading was 487 mg/dl at the time of incident and was treated with manual injection. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip; the reservoir unable to lock into place. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and broken reservoir tube lip.